Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 410 mg/dl, 182 mg/dl, and 170 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device, however customer no longer has test drum; replacement was sent.